Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -10.00/3.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) as an exchange lens to correct low vault on (B)(6) 2024. Low vault was still observed. On (B)(6) 2024 the lens was implanted and removed intra-operatively and the problem was resolved. See MFR # 2023826-2024-01854.

Manufacturer narrative:
Device evaluation: h3-lens returned in a microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).